Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found foreign material came out of the nozzle. Device was returned for evaluation and could be evaluated. We could not specify the cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the objective lens adhesive had peeled off. There were no reports of patient involvement.